Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 280 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours of the reported event. It was unknown if the customer using auto mode feature. No further patient complications were reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. In adapt, pump error 53 was present in the history download on (B)(6) 2025 at 03:05:09.000 (file number: 2002 2002 14; line number: 1541 1541 1232) due to hardware error. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. Isolate issue to electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low bgs. Pump error 53 was noted in adapt history files due to hardware error. No moisture damage was noted, isolate issue to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.